Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked as well as seal damage on the bottom case. The event history log was reviewed and there was a "motor supply voltage ground test fail" message. Inspection and the start-up process were conducted. The reported issue was able to be duplicated. There was contamination on the main and interconnect boards. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The main and interconnect boards will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor supply voltage ground test fail and an issue with the top case. There was no patient involvement and no additional information.